Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: after identification of the area step of the concerned upper lobe, right part with egia ultra and two egia45amt, at the use of the third dlu, minimal bleeding occurred. At the use of the fourth dlu, egia60avm the magazine could not be closed and the handle failed. Use of the second egia ultra handle with the fifth dlu egia60avm, after firing some clips were open. To step the resect completely, use of the sixth and seventh dlu egia60-3.5, very high bleeding occurred. Protection with alligator forceps and the procedure was changed to a thoracotomy. Clips were partially open and partially in the situs. The surgeon removed the clips. The next step of the resection was without problems with a egia80-3.5. Checking of the resected tissue found soft normal thick tissue. Broad minded over sewing of the clip seam row was performed. A lung ventilation with pressure test was ok. Pt lost more than 350ml blood. The operation was extended by more than 30 minutes and was changed from endoscopic to open surgery. No loss or damage.